Manufacturer narrative:
The actual device was returned without an alleged deficiency. Reliability engineering evaluated the device and determined that the motor device failed the safety assessment (device was power broken) and the rotation per minute (rpm) was below the operational specification. Therefore, the reported condition was confirmed. During repair it was observed that the locking components were damaged causing the device to run in safety and the vanes were worn out causing the device to run below the operational specification. It was determined that the issue with the damaged locking components (power broken) was consistent with trying to run the device in the load position or by pushing on the disconnect sleeve while the device was running. Additionally, the issue with the worn out vanes was consistent with normal use over time. The assignable root cause was determined to be due to wear and user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the motor device ran in safety mode and the rotations per minute (rpm) were below specification. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was noted that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.